Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The o-ring inside both reamers are too tight. It makes it very hard to get the stem trials on.

Manufacturer narrative:
Functional examination of the submitted device found the instrument to successfully mate. A previous investigation was conducted for a similar reported event. The vendor was contacted and supplied new o-rings for examination. The new o-rings allowed the broach to connect to the mating component with the appropriate force. The new o-rings were also orange in color and softer than the black o-rings in the complaint products. However, all o-rings should meet the print specification of shore a hardness 50 (durometer specification). The search did not identify any reports of assembly problems for devices manufactured after 2005. No corrective action required. Monitor though (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.